Manufacturer narrative:
The bench repair service engineer conducted an evaluation of the device and identified that the device capacitance value was low, which must be replaced. The customer received the quote for replacement, but the customer did not accept the service quote and there was no response in attempts to obtain information. Based on the information available and the testing conducted, the cause of the reported problem was due to defect in the capacitance. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device's capacitance value is low¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.